Event description:
Customer called to report the pump could not be primed. It was stated that customer rewound the pump, inserted and locked a new full reservoir and infusion set, placed it into the pump and primed. However, all the insulin shot out and emptied the reservoir without ramping up the units. The pump goes through the priming setup but when the customer holds the activate button as instructed, insulin shoots the insulin out until the activate button is released. Troubleshooting was performed with the drive mechanism while priming and holding the red cap. The pump pushed the cap out even as the customer tried to hold it in place. Customer reverted to a back-up pump.